Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge failed due to component. Field service engineer removed latch housing from bad fridge and places on new fridge along with new hasp to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge down and temp range was off, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.